Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases, cloudy gel, calcification, and deformation. Even though the device is currently overweight, it is not considered a workmanship since all units of the weight report attached were within specification when released in the manufacturing process. Microscopic analysis of the return device identified wear abrasion. Based on the device analysis the final assessment is: calcification that was indicated in the complaint was observed, nevertheless is not considered a workmanship, since the device was explanted, and no openings found. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: leak and "lump where the implant leak has calcified". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side leak and "lump where the implant leak has calcified". Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.